Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) stated that the issue was self-recovered, and no further investigation was required for this device. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient was not crossing over to the station and server. The patient was not available in the system, and an error message indicated that the patient data might not be current and was not updated. The customer stated that they currently had to create a temporary patient to pull medications. However, there were no delays, adverse events or injuries reported based on this event.